Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode that showed noisy signals on the atrial channel. Additionally, the device also oversensed noisy signals on the atrial channel that resulted in atrial tachy response (atr) episodes. High out of range pacing impedance was noted, as well. The health care professional (hcp) stated that an x-ray and lead revision is planned. The device remains in use. No adverse patient effects were reported.